Event description:
The customer alleged that the ventilator went "inop" while on a pt. The mallinckrodt customer support engineer (cse) inspection the device and verified the reported conditiion. The cse replaced the bdu cpu board. The unit passed extended self testing. There was no pt harm reported.